Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's implantable neurostimulator had become depleted due to being unable to recharge because of a broken connector pin on the desktop charger. A replacement desktop charger (dtc) was sent. No patient symptoms, and no additional device complications were reported for this event.